Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range pacing lead impedance. Additional information indicated that x-ray was performed and noted fracture in the lead near the clavicle. The lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
We were notified that this device was returned for analysis. Also, the PMA# was corrected. The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 27.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The fracture of the outer coil can be considered to be the root cause for the observed high impedance. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment, as mentioned in the complaint description. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.